Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices with reported issues referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sutures of the first prostyle were successfully pre-placed. A second prostyle was attempted; however, the suture came out with the device after deployment. Attempts were made with two additional prostyle devices; however, a cuff miss [suture retrieval issue] was noticed with each of them. The sutures of new prostyle were successfully pre-placed. The sheath was upsized to a 14f sheath and the aaa procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and last prostyles that had been deployed successfully. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.